Event description:
It was reported that a patient underwent an unknown procedure on an unknown date. During the procedure, the problem of pulling off suture needle had happened. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: please confirm if 8 sutures detached from the needle (before use on the patient) during the same procedure. --no, 5 sutures detached from the needle (before use on the patient) during the same procedure * did any detachment occur during use on the patient? If yes, how many? Yes, 3 what is the procedure name and date? Unknown. H6 component code: g07002 no device problem h3 investigation summary: the product was returned to ethicon for evaluation. Twenty-seven unopened samples were received for analysis. Product code vcp433. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.